Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged due to twiddler's syndrome. The lead was successfully replaced during a routine device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found that the lead body was twisted in the mid-section area. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis confirmed the observation. The twist in the lead body could have caused the lead to dislodge.